Manufacturer narrative:
The device was returned and the issue was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: ¿ the temperature of the distal end of the endoscope rose due to lighting or the use of endo therapy accessories, causing the surface to appear ¿burned.¿ the event can be prevented by following the instructions for use which state: 3.3 inspection of the endoscope. 4.1 precautions. 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex video scope had a burnt distal end. The event occurred during setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a burnt distal end. The event occurred during setup. There were no reports of patient harm.